Event description:
Reporter indicated that pt experienced episodes of bradycardia during intraoperative lead testing at time of implant surgery. Further follow-up revealed that the pt experienced significant bradycardia during first lead test (20 beats per minute) that correlated with a drop in their pulse oximeter as well. The event spontaneously resolved upon completion of lead test and the generator was placed in the pocket and sutured into place. Repeat of lead test with generator in place demonstrated the same bradycardia. A third lead test with generator in same location demonstrated only mild bradycardia (going from 85 to 65 beats per minute during the lead test). The pt is reportedly doing well, but neurologist indicated that the event is not yet resolved. Stimulation has not been initiated.